Event description:
Reported events of port disconnection and abdominal pain from journal article: "presentation and management of port disconnection after laparoscopic adjustable gastric banding", (2009) surg endosc 23:272-275 doi 10.1007/s00464-008-889-9.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Abdominal pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection..." "Deflation of the band may occur due to leakage from the band, the port, or the connector tubing."